Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has experienced reoccurring leaks with multiple cassettes from the same box. Upon follow up, the patient contact confirmed that the reported reoccurring fluid leak issues have been happening since receiving the latest shipment of 050-87215a cycler sets. The patient contact confirmed each time that fluid was found at the end of treatments when removing the cassettes from the cycler door. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The patient contact stated it is unknown if the cycler alarmed prior to the leaks; however, the patient was able to complete treatments with the cycler each time. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event by using cassettes from a different lot. The patient contact could not confirm if the used cycler sets were discarded or if brother brought them to the clinic.